Event description:
Loosening of tibial plateau after cementing. Update received (B)(4) 2014 - event occurred during implantation. Reported loosening of the tibial plateau after cementing. Non depuy cement. 40 minute delay to surgery time.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Review of the device history records did not reveal any manufacturing anomalies. Provided information stated competitor cement was used in the surgery. The investigation could not draw any conclusions about the root cause of the reported concern based on the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.